Manufacturer narrative:
D. Suspect medical device - neither the model nor the serial number of the valve were provided. A placeholder device was listed while attempts are made to obtain actual device information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a few hours following a transcatheter aortic bioprosthetic valve replacement procedure, the patient died. A ventricular assist device had been placed but subsequently stopped following the patient's death. No further information was provided.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: brand name, model/catalog #, expiration date, serial #, UDI # h4. Device mfg date additional codes. Removed the annex f code for additional device required as the vad was in place prior to the start of the transcatheter aortic valve replacement procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a few hours following a transcatheter aortic bioprosthetic valve replacement procedure, the patient died. A ventricular assist device (vad) had been placed but subsequently stopped following the patient's death. No further information was provided. Additional information was received to report the vad was placed thirteen days prior to the valve implant procedure. The vad was placed due to a reduced ejection fraction and left ventricular heart failure. The medtronic valve was implanted within the patient's native aortic valve. Per the physician, the delivery catheter can be excluded as a contributing cause to the patient's death; however, no further information would be made available due to patient privacy.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.